Event description:
The customer reported that the prisma machine was removing too much fluid. The customer stated that the pt was in a continuous renal replacement therapy (crrt) and during the evening in 2006, around 10-11 pm., the machine removed 300ml from the pt when it was programmed to remove 50 ml/hr. The treatment was stopped at this time and the blood in the extracorporeal system was returned to the pt. The customer reported that the pt was "fine" but needed to continue the treatment. Customer stated that she needed to make sure that the machine was safe before restarting the crrt session. Gambro intensive care therapy specialist asked the customer to look at the event screen on the machine. There were multiple "dialysate weight incorrect". She explained to the customer the importance of correcting the scales on the prisma machine. The customer then checked the calibration of all the scales; the replacement fluid scale was off slightly. The customer then calibrated all the scales.